Manufacturer narrative:
Continuation of d10: product ID a521 serial# unknown product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-aug-21 information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence. It was reported that the patient was unable to use their programmer/unable to connect. They had just gotten home from the procedure and they were instructed by their provider to increase the stimulation but upon opening the programmer, they were getting the following message: "system error. Therapy may have stopped. Contact your clinician." Basic troubleshooting was performed by disconnecting and reconnecting from the application. The patient was advised to contact their provider to re-establish connection and the manufacturer representative (rep) was notified of the issue. The cause was not known, and the issue was ongoing. 2025-aug-25 additional information was received from the patient. They reported that ens keeps turning off and receives an error message on the programmer system error "session may have ended, check with clinician". Patient mentioned that they had to remove the batteries from ens and put it back in to resolve the issue however after awhile it happened again so patient changed the batteries and same thing happened and ens kept turning off and the error message on the programmer keeps popping out. Patient also mentioned that they had been going more often than before and that became noticeable when the error started happening.

Manufacturer narrative:
Continuation of d10: product ID: a521, serial# unknown, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of not being able to connect to ens was unknown. They stated manufacturer was contacted and helped resolve the issue.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of them unable to connect was unknown. The steps taken to resolve the issue were that they replaced the ens. The cause of the system error was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.